Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer was difficult to understand but stated that they are having trouble with the wheel locks on the chair.